Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. It is unknown when device malfunctions occurred. This report is for unconfirmed/unknown quantity of unknown locking caps. Original implant date(s) are unknown; it is unknown if the device(s) were explanted and if so what date the devices were explanted. Device(s) are unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon identified a total of three (3) possible synapse locking cap failures in multiple unknown cases. It is unknown when the devices were implanted and when or if the devices were explanted. It was clarified that it was identified postoperatively that the devices loosened. Concomitant devices reported: synapse 4.0mm screws (part #: unknown, lot #: unknown, qty. Unknown); synapse 4.0mm rods (part #: unknown, lot #: unknown, qty. Unknown) this report is for unconfirmed unknown quantity of locking caps this is report 1 of 1 for com-(B)(4)

Manufacturer narrative:
Corrected data: brand name. Common name and device code. Additional device codes: kwp, mnh, mni. Manufacture location. Part number. UDI: (B)(4).lot number unknown. 510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon identified a total of three (3) possible synapse locking cap failures in multiple unknown cases. It was clarified that it was identified postoperatively that the devices loosened from the screw and either came off completely from the screw head, or loosened and slid off of the rod either cranially or caudally. Concomitant devices reported: synapse 4.0mm screws (partial part 04.615.xxx, lot number unknown, quantity unknown); synapse 4.0mm rods (partial part 04.615.xxx, lot number unknown, quantity unknown).